Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "will not power on from key way", which was reproduced. The cause was identified during a visual inspection to be a damaged upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "would not power on from the key way". This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.